Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, a broken belt clip slot and a missing end cap sticker.